Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger, product ID 8591-38, lot# d17702, implanted: 2012-(B)(6), product type accessory. (B)(4).

Event description:
Additional information received from the consumer reported their device failed a couple of times and stopped working which was detected through the manufacturer's representative's programmer. The device was removed.

Manufacturer narrative:
Device analysis for(B)(4) revealed the ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 381. The last significant recorded recharge session done while the device was implanted was on (B)(6) 2013. The device was recharged for 5 hours and 55 minutes. The battery charged from 3.715v to 3.960v. The parameter trend diagnostic section of the trace report does not show patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2013. A normal recharge started was started manually after a physician mode recharge at body temperature with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 9 hours and 8 minutes from 1.960v to 4.030v. Device analysis for lead (B)(4) revealed no significant anomaly. The lead body was cut through, product segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) and lead were replaced. The ins was dead/depleted. The patient believed the ins malfunctioned. It was noted she was always charging her ins. Additional information received approximately two weeks later reported prior to the replacement procedure there was an attempt to interrogate the patient¿s ins which was unsuccessful. A power on reset (por) was attempted as well but was also unsuccessful. Intraoperative impedances were performed which showed greater than 10,000 ohms on contacts 0-7. After the replacement the patient received good therapy.